Manufacturer narrative:
(B)(4).(B)(4). Correction: the 510(k) was inadvertently reported in the initial medwatch report submitted for this incident. A 510(k) number will not be provided for this event as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, the event is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B) (4).the device was not made available to baxter for evaluation.

Event description:
On (B) (6) 2010 a baxter technical support employee contacted the (B) (4) product surveillance team to advise that a colleague volumetric infusion pump overinfused while delivering medication to a patient. There was a 100ml bag and half way through the infusion, the pump read that 48ml had been delivered. The nurse believed that there were only 27ml left in the bag. The patient impact was hypertension and water in the lungs. The patient was in the emergency room (ER) when this was noticed, and was immediately put on dialysis and transferred to the intensive care unit (ICU). The biomedical technician who serviced the pump since this incident, has determined that the pump was functioning as expected. More information has been requested from the customer to support this conclusion. The software version for this device is currently not known.